Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread. The sample received has been visually analyzed and the thread shows that the needle was attached to the thread but detached. We assume that the thread escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. However, taking into account that there are no previous complaints of this code batch and that the end customer found only one unit. We assume that this is an isolated and accidental unit. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.95 kgf in average and 0.78 kgf in minimum and fulfilled the requirements of the european pharmacopoeia: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when the product was opened, the needle was missing (needle detachment). Patient was not affected, detected before use.